Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the defective temperature sensor cables and defective power distribution board, likely due to the aging of the device. The autopulse platform was manufactured in november 2014 and is almost 7 years old, has exceeded its expected service life of 5 years. Upon visual inspection, no physical damage was observed on the autopulse platform. A review of the autopulse platform archive was performed, and it showed multiple ua41 (patient temperature sensor failure) advisory messages occurred on the customer's reported event date; thus, confirming the reported complaint. During functional testing, the platform displayed ua41 advisory message upon powering up; thus, confirming the reported complaint. Investigation revealed the temperature sensor cabling and pdb were defectives, and were replaced to remedy the fault. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message. The autopulse platform was placed on a table to change the battery when ua41 error message occurred. The platform was usually stored inside the cab of a pickup truck. No patient involvement.